Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were surgical complication and lens displacement after the implantation of lens model, zcb00 monofocal iol (intraocular lens). As a result, lens was explanted and replaced with +24.0 diopter za9003 lens and sutures were required. Patient outcome status was not provided by customer. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/21/2019. Device evaluation: the product was received at the manufacturing site for evaluation inside a bag. The lens was observed under microscope and it was observed cut in two pieces with one of the haptics detached. This condition could be related to the explanted process. The complaint could not be verified since it is related to a surgical process situation as it was reported, also the lens was received in pieces. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.